Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, no delivery/occlusion alarm, damage (physical or cosmetic), occluded. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1780kl, mmt-332a, mmt-242a. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Customer reported an issue with the pump display. Customer reported a past insulin flow blocked alarm. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No blank display noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were noted in adapt on the event date of jun 24, 2024 or seven days prior. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, lcd assembly and force sensor. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of jun 24, 2024 or two days prior. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, serial number label missing, partially broken retainer, retainer knit line damage and end cap address label missing. No delivery/occlusion alarm. Unexpected insulin flow blocked alarm was not confirmed. Blank display not confirmed. Unable to verify customer's high bgs. Retainer ring damage confirmed. Reservoir unable to lock into place not confirmed due to pump passing p-cap lock test. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.